Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. It is alleged the patient experienced recurrence and adhesions. Both recurrence and adhesions are listed as known possible adverse reactions in the instructions-for-use. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent an operation for the repair of an incarcerated supraumbilical hernia. A ventralex mesh patch was placed during this procedure. On (B)(6) 2014 - patient presented to the surgical affiliates with abdominal pain. On (B)(6) 2014 - the patient underwent surgery. The purposes of the surgery were diagnostic laparoscopy with takedown of adhesions and reduction of hernia, open incisional hernia repair with mesh (unknown), and explantation of old mesh (alleged bard/davol ventralex). According to the operative report, ventralex mesh from the patient's previous hernia repair was found not intact and "somewhat wadded up in the right upper abdomen and right lower repair region." The attorney alleges the patient experienced adhesions and recurrence.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. It is alleged the patient experienced material deformation and detachment of device or device component, recurrence and adhesions. Both recurrence and adhesions are listed as known possible adverse reactions in the instructions-for-use. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent an operation for the repair of an incarcerated supraumbilical hernia. A ventralex mesh patch was placed during this procedure. On (B)(6) 2014 - patient presented to the surgical affiliates with abdominal pain. On (B)(6) 2014 - the patient underwent surgery. The purposes of the surgery were diagnostic laparoscopy with takedown of adhesions and reduction of hernia, open incisional hernia repair with mesh (unknown), and explantation of old mesh (alleged bard/davol ventralex). According to the operative report, ventralex mesh from the patient's previous hernia repair was found not intact and "somewhat wadded up in the right upper abdomen and right lower repair region." The attorney alleges the patient experienced adhesions and recurrence. Addendum to the previous report based on a medical record review: on (B)(6) 2014 - the patient underwent a diagnostic laparoscopy with adhesiolysis, reduction of hernia, open incisional hernia repair with ventralex st mesh and explant of the previously implanted ventralex mesh. The operative details for this procedure indicates the ventralex "was not completely intact and there was a recurrent hernia around this repair, superior and lateral to the left. The mesh was not lying flat and was somewhat wadded up in the right upper abdomen and right lower repair region. As the mesh was old and in need of removal since this has caused chronic pain, the procedure was converted to an open incisional hernia repair." On (B)(6) 2015 - patient had a post op visit. Of note the patient is feeling better with no complaints of pain.